Event description:
An aneurx bifurcated stent graft of unknown size and its components were implanted into a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. Aneurysm diameter is unknown. Vessel tortuosity was reported to be minimal. The 16mm diameter x 11.5cm length iliac limb was inserted through a 16 french cook sheath. It was reported that, while the physician was attempting to deploy the stent graft, the slide ring was retracting but the stent graft was not deploying. The device was removed from the patient and another device was used. No clinical sequelae were reported, and the patient is reported to be fine. Analysis of the returned delivery catheter and sheath by medtronic ave has been completed.